Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the patient that their insulin pump has no display and can't read the screen. The patient's blood glucose level is 241mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the display window, a cracked display window and cracked battery tube threads.